Manufacturer narrative:
This follow-up report is being filed to correct information. Medical product - biomet m2a taper adapter, catalog#: 139252, lot #: 466740; biomet femoral stem, catalog #: 103203, lot #: 320330.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03033 / 04872).

Event description:
Patient underwent a right total hip revision approximately seven years post-implantation due to dislocation. Metallosis was discovered during the revision. The femoral head and acetabular cup were removed and replaced.